Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to interventions is listed in the biomimics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On the (B)(6) 2021, the patient was implanted with one biomimics 3d (bm3d) stent in the right leg, a 6.0 x 60 mm stent which was used to treat a denovo lesion of the superficial femoral artery (sfa) distal third to proximal popliteal. A contralateral approach was used and the lesion was prepared using pre-dilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The treated segment was post-dilated with pta. The site identified a restenosis of treated segment (target lesion) on (B)(6) 2023. It was reported as not related to the study device and not related to the study procedure. It was reported as being due to a worsening pre-existing condition. It was target lesion related. The right sfa in-stent restenosis (isr) was treated with atherectomy and drug coated balloon (dcb) angioplasty. The outcome was reported as resolved/recovered. The device remains implanted. The event was reviewed by veryan on 30-aug-23 and considered possibly related to the device.